Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter has been returned on 9/13/2014 and evaluated by lifescan product analysis on 10/14/2014 with the following findings: the meter involved with this complaint passed testing. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.